Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral angiogram of the lower extremities, the black coating slipped off the back of a roadrunner uniglide hydrophilic wire guide, exposing the bare metal wire core. Access was obtained in the common femoral artery, and a 6-french sheath was used. The user intended to pre-load the wire into a catheter in order to guide the catheter into the aorta for imaging, then re-insert the wire into the catheter for guidance down to the contralateral leg for run-off images of the arteries. At the beginning of the case, the wire was opened and placed on the sterile table. The wire, which was not altered prior to use, was flushed while in the packaging ¿hoop¿ to activate the hydrophilic coating. Latex gloves were worn. The front end of the wire was fed through the hub of a 5-french pigtail catheter, with the back of the wire remaining in the hoop. As the user inserted the catheter and wire, the back of the wire was removed from the hoop and checked. No damage or flaking was noted at that time. Although ¿some¿ calcification and stenosis were noted, the front end of the wire reportedly passed through with little difficulty, with no notable resistance as the wire was inserted through catheters and sheaths. The wire was inserted three times. Reportedly, the wire was kept wet throughout the case and was wiped before insertion and after removal from the body with heparinized saline-soaked gauze. Per the reporter, the catheter had been inserted, and the included torque device had been threaded over the wire before noticing that the coating was ¿flaking¿ off the back end of the wire. Upon noticing that the coating was coming off the wire, the wire was immediately removed, and another roadrunner wire was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Per the reporter, prophylactic antibiotics did not have to be administered.